Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Additional information was requested, and the following was obtained: did the device deliver any staples? According to the first assist the device appeared to cut but not deliver staples. Upon further investigation, I learned the renal vessel being resected was heavily calcified which is believed to be the reason for the lack of approximation of the staple line. If yes, were the staples formed properly? Don¿t know if yes, was the staple line complete? No did the device cut? Yes if yes, was the cut line complete? Appeared to be. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No recollection was there any difficulty opening the device? None noted. A second firing was performed with the same result, again leading the surgeon to believe the calcification was the issue. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) It was a robotic procedure. The surgeon used a grasper to control blood loss on the vena cava. Then surgeon converted to an open procedure and the vascular surgeon was called in to close the defect using suture.

Event description:
It was reported that during a robotic nephrectomy, surgeon had a misfire of the reload across the artery. Case completed with a new device.